Event description:
It was reported to manufacturer that the vns pt was referred for surgery due to high lead impedance, which was observed on a system diagnostic test performed at a follow up visit with the treating neurologist. The elective replacement indictor (eri) flag was set to 'yes'. There was no report of manipulation or trauma. Subsequently the pt had surgery where the lead and generator were replaced. Attempts to obtain the explanted devices for analysis have been made and the info received indicates that the explanted devices have been discarded, and will therefore, not be returned to manufacturer for further analysis. X-rays were taken prior to surgery and sent to manufacturer for review. Review of the x-rays revealed a gross lead fracture on the lead body, located just caudal to the second tie down used to secure the strain relief loop.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.